Event description:
The pt reportedly was hit in the head by a basketball in late february. The audiologist reported that pt was able to see the implant through an opening in the skin. The child was referred to the surgeon. Per the audiologist, the pt is being treated with IV antibiotics and an explant surgery is planned.